Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: g148 device, implanted: (B)(6) 2016; 4674 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had their right ventricular (rv) lead and right atrial (ra) lead explanted. No further patient complications have been reported as a result of this event.